Manufacturer narrative:
The customer was sent replacement breastshields to help resolve the issue. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she experienced pain and nipple scabs when pumping with her pump in style breast pump. She additionally alleged that she had seen her doctor and was prescribed oral antibiotics and a topical cream. The customer was looking for breast shields smaller than the 21mm size that medela offers.